Event description:
While inserting the stent over the wire into the guide catheter, the stent catheter bent slightly. When doctor began to try and straighten it out, it snapped in half. A. Synergy 4x24 did not cross. Shredded in guidelines and thus both removed. New guidezilla ii 6fand a new synergy 4.5 mm crossed b. Synergy 4.5 x 32: while inserting the 4.5x32 stent it bent - it snapped in half when we tried to straighten it.